Event description:
Event description guidant received information that this ventricular lead has had the lead impedance measurements rise from 760 ohms previously to 2090 ohms at this time. The threshold measurements have also risen, but capture was still present. The lead was surgically abandoned, after evaluation at the pacemaker changeout procedure for normal battery depletion.